Manufacturer narrative:
Eval - conclusion: device history review was not performed as no further insight regarding the alleged event can be gained from such an evaluation. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 3 (see MFR report #s 1627487-2010-03196, and 1627487-2010-03197 for devices 2 & 3.) The pt was implanted with two percutaneous leads on (B)(6) 2009. He later rec'd a surgical lead on (B)(6) 2010. It was reported in (B)(6) 2010 that the pt suffered a fall, after which the stimulation moved to rib area. X-rays were taken which revealed that the pt's leads had migrated. Surgical intervention will be undertaken to reposition the affected lead; however, a date for the procedure has not been set. It is unk which of the pt's leads migrated; therefore all three devices are being reported.